Manufacturer narrative:
Based on supplier investigation, device history record review was not able to be reviewed as lot number was not provided. Supplier reviewed records in the last 2 years and no abnormal situation was found. There was no sample available for investigation. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process, and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there was nothing abnormal during production or in the device history record. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported linting of the or towels pwtb04-stm from the cardiac catheterization lab pack sopcgcplga during cardiac cath/percutaneous coronary intervention procedures. The customer could not pinpoint the number of times linting was found during procedures. Customer confirmed there was no adverse effect or injury to any patients. No patient demographics or further information was provided when requested. MDR is being filed for risk to patient.